Event description:
It was reported that the right ventricular (rv) lead had a low shock impedance, and a couple of short noise episodes were observed. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.